Manufacturer narrative:
Corrected data: in the initial MDR, the following information was inadvertently not provided: there was no patient involvement/injury reported. Device available for evaluation; returned to manufacturer on 1/25/2018. Device evaluation: the za9003 product was returned in its original package. Visual inspection at 10x microscope magnification was performed. Loose fibers/particles were observed on the lens which are related to the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens which indicated that the unit was handled and prepared for surgical use. The lens was observed broken near the lens loop drill hole (edge section). One of the haptics was damaged/detached. The detached haptic piece was not returned. No damaged was observed to the other haptic. The conditions of the returned product is consistent with a unit that has been previously handled and prepared for surgical use. The reported complaint issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: unknown if there was patient contact. If explanted; give date: unknown if there was patient contact. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a defective lens had a broken haptic. It is unknown if there was patient contact. No additional information was provided to abbott medical optics.